Manufacturer narrative:
Result ¿ bd received 32 sealed and intact and one open 31g x 8mm pen needle samples from the reported lot number 4310372. A visual examination was carried out on 30 sealed samples and no issues were observed. A visual examination of the opened sample confirmed that the needle was broken at the patient end. A review of the device history record was carried out and no issues were observed. A manufacturing review was completed and maintenance work requests were reviewed. No related changes were made. Conclusion ¿ bd was able to confirm the customer¿s indicated failure mode. A visual examination of the opened sample confirmed that the needle was broken at the patient end. There are 2 potential causes for pen needle break off: during assembly of pen needles, the cannula can become trapped between the inner shield and the hub, causing the cannula to fold over. If the user tries to straighten the cannula back before use, the cannula may weaken and can subsequently break upon use. If the user inadvertently bends the needle prior to use and attempts to re-straighten the cannula, the cannula may weaken and can subsequently break upon use. Where manufacturing is the most probable root cause, there is evidence on the hub of indentation. As there is no evidence of such indentation on the returned sample, the most probable root cause has been determined to be bending and re-straightening by the end user. See manufacturer narrative.

Manufacturer narrative:
(B)(6). Device evaluation: a sample has been returned for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the needle from the suspect device broke off during use and remains in the patient's body. A radiogram was performed but the needle was not located. At the time of report, the doctor determined no further interventions were to be performed.